Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: clarification. Implant date was confirmed as (B)(6) 2012. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on january 26, 2016 as follows: it was reported that a revision/explant surgery was performed on (B)(6) 2015 due to a broken 2.4mm low profile mandibular reconstruction plate. The plate and six associated 2.4mm screws were explanted during the revision surgery. The patient was revised with a posterior iliac crest bone graph to the mandible with mandible reconstruction. The patient was initially presented with the complaint that she felt her teeth moving when she touched them on an unknown date in 2011. After an unknown surgical procedure the patient was diagnosed with a mandible ameloblastoma on (B)(6) 2011. The patient was also found to have infected wisdom teeth on (B)(6) 2012 and it was decided this would be addressed during surgery in (B)(6) 2012. On (B)(6) 2012, the patient underwent a resection of the left mandible with reconstruction using a bone plate and bone graft material. During the reconstruction procedure the synthes 2.4 low profile mandibular reconstruction plate and six 2.4mm screws were implanted. Unknown bone putty was also utilized. On (B)(6) 2015, it was discovered that the 2.4mm synthes mandibular plate had broken. Explant/revision surgery was performed on (B)(6) 2015 during which time the plate, screws and bone putty were removed. A bilateral reconstruction of mandibular condyle was performed with bone morphogenic protein and bone autograft. The bone crib was fixed with two non-synthes screws.

Manufacturer narrative:
Complaint re-opened for updated information. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: complaint re-opened 5-4-16 - and concluded the information in this complaint record reasonably suggests that a device malfunction did occur and regardless of misuse, has caused or contributed to the need for medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Upon receipt, one of the returned gold screws was noted to be broken. The head of this screw was not received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials are (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Product development evaluation: a 2.4mm universal fracture plate with angle was received with a plate length trimmed down to fifteen holes. The plate broke at the fourth hole from the left side (the first empty hole from the screw-filled holes). No part numbers or lot numbers present on plate due to that section being trimmed off. The 2.4mm screws showed signs of wear and tear at the cruciform recess. One screw has the head sheared off with no signs of damage on shaft of the screws. One 2.7mm screw (14mm) was returned with signs of wear at the cruciform recess, but no damage noted on shaft of the screw. No part number or lot number was found on the submitted complaint part, nor was it listed in the medical history. Therefore, to the best of our ability, the information herein is based on the submitted plate being a 2.4mm universal fracture plate with angle. Regardless of any design specifications, this plate endured loads much longer (32+ months) than any traditional implant is typically designed for. The 2.4mm universal fracture plate was designed using similar grades of titanium that are still used in modern plates. The mandible modular fixation system brochure states that the plate fracture is possible when any plate bears the entire functional load for extended periods. Therefore, the implantation of bone graft immediately or at a later date is necessary to support the construct. Several technical errors can contribute to plate failure; as such, over-bending must be avoided. It is important to use pre-bent plates in the region of the angle to avoid over-bending and metal fatigue when attempting to create the contour of the angle. Based on the medical records, the patient followed up routinely with her original surgeon for the first seven months. The last x-ray prior to the reported plate breakage showed minor bone growth/callus formation with an intact plate and screw construct. From the appearance of a lack of union of the mandible after 32 months, the plate broke at the left contoured section. The goal with any reconstruction surgery is for the hardware to be supplemented with some type of bone graft (preferably vascularized bone graft) to ensure the defect heals prior to the plate breaking. In this case, even with the bone graft, the mandible did not heal enough to start sharing the load with the plate and screw construct. The complaint condition is confirmed as the plate and one of the screws were received broken. A visual inspection, functional and design requirements review, and drawing review were performed as part of this investigation. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient dob, age & weight provided by reporter. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update received on 1/26/16 - during reconstruction procedure, posteriorly and in the area of the ramus of mandible, three 12-mm, three 16-mm anteriorly on the right mandible, all of the screws utilized were 2.4 mm screws along with 2.4 low profile mandibular reconstruction plate. Unknown bone putty was also utilized. It was found on (B)(6) 2015 that synthes mandibular plate was broken. On (B)(6) 2015, mandibular plate, screws and bone putty was removed and bilateral reconstruction of mandibular condyle was performed with bone morphogenic protein and bone autograft was completed. The bone crib was fixed with 2 non synthes screws.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient date of birth/age and weight are unknown. Event date: unknown. This report is for one (1) unknown 2.4mm low profile mandibular reconstruction plate. Additional product codes for this report include: hwc and hrs without a valid part and lot number, the UDI is not available. Clarification: per the reporter, the original implant procedure was performed ¿on or about¿ (B)(6) 2012. The complainant part is not expected to be returned for manufacturer review/investigation. Unspecified ¿serious bodily injuries¿ sustained by the patient. Based upon the provided information about the unknown plate (2.4mm low profile mandibular reconstruction plate), two possible 510k numbers exist: k093772 / k961421. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient suffered ¿serious bodily injuries¿ (unspecified) as a direct and proximate result of 2.4mm low profile mandibular reconstruction plate. The patient initially underwent a resection of the left mandible on or about (B)(6) 2012 during which the plate was implanted. The device was subsequently removed on (B)(6) 2015 due to an unknown reason. This report is for one (1) unknown 2.4mm low profile mandibular reconstruction plate. This report is 1 of 2 for (B)(4).